Manufacturer narrative:
12- intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The pch instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Fa also identified a failure that was not reported by the customer. The instrument was found to have mechanical indentations on the proximal clevis. This failure is most commonly caused by mishandling/misuse. Based on the location of the mechanical damage, it is likely related to the broken pitch cable. A log review was performed for the pch instrument reported in this complaint (pn: 470183-14/n101912040155) and the following was found: the instrument was last used on 06/10/2020 on system sk0335. The instrument had 5 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. The customer reported complaint does not itself constitute an MDR reportable event and there was no reported patient injury. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff member noticed a broken cable at the articulation point of the permanent cautery hook instrument. No fragments fell inside the patient. The procedure was completed with no reported injury.